Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: zimmer biomet (B)(6) and package supplier are in the process of initiating modifications to address reported issue. Product requested, not yet returned.

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient involvement and no delay in a procedure as a result of the event.

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient involvement and no delay in a procedure as a result of the event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d10, e1, g1, g2, h2, h3, h6, h7, h10. Product picture has been received and showed that the cement powder leaked from the inner pouch into the outer pouch. Therefore, it confirmed the reported event. The product was returned and lab analysis was performed. During the analysis, it was noticed that the supplier sealing was opened on 1/4 of the length. The zimmer biomet sealing was not damaged. The product analysis permitted to confirm the reported event. (B)(4). Within one year, no similar complaints have been recorded for refobacin bone cement r 40x1, reference 3003940001, batch a501al1501. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. An investigation of the complaint has been performed consisting of a documentary review. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. According to the available data and as the product has not been returned for inspection, the exact root cause of the incident cannot be determined. A CAPA determination has been initiated in order to implement actions to avoid the recurrence of this type of issue.